Event description:
In 2008, the patient states, he is visually impaired and her insulin infusion device alarmed but she doesn't know which alarm it was. To troubleshoot, the patient and her friend was instructed to check the alarm history and discovered an e4 (occlusion) alarm was given. The patient was instructed to disconnect from her headset and prime through the tubing which went through without error. She was then instructed to change her headset and she discovered the cannula was "crimped" and bent at a 90 degree angle. She stated, she had an elevated blood glucose reading of 335 mg/dl the day before with her normal range being 90-145 mg/dl. On follow up, the patient stated her readings have returned to her normal range with her most recent being 117 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.